Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens into the patient's eye and the lens tore. The surgeon removed the lens without enlarging the incision. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned product shows all of the lens optic is torn of & missing. Only two haptics were received. Conclusions: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.